Event description:
Related manufacturer reference number: 2017865-2021-17464. It was reported the patient presented in clinic with an infection. The system was explanted without issue. The patient was stable before, during, and following the procedure.

Event description:
New information received indicated the infection was not related or caused by the system or a related procedure.

Manufacturer narrative:
Analysis was completed. No device problem found.